Event description:
It was reported that at the implant procedure, the physician tightened the setscrew of the atrial port by mistake and was unable to loosen it with two different wrenches. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. It was noted the set screw was in the connector bore.